Event description:
The customer contacted stryker to report that none of the device functions were working during using on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported event and was unable to determine whether the device contributed to the patient¿s reported outcome.

Manufacturer narrative:
Section h6 clinical signs code of supplemental medwatch report 1 indicates: cardiac arrest. Section h6 clinical signs code of supplemental medwatch report 1 should indicate: no clinical signs, symptoms or conditions.

Event description:
The customer contacted stryker to report that none of the device functions were working during using on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the device and the reported issue of no defibrillation energy delivered was not able to be verified and was not able to be duplicated. Root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed an additional clinical review of the reported event and determined that the device use did not contribute to the patient outcome. The healthcare professional involved in the event advised the device did not contribute.

Event description:
The customer contacted stryker to report that none of the device functions were working during using on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.